Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA.

Event description:
It was reported a patient underwent a total left hip arthroplasty on an unknown date. Subsequently, the patient had a periprosthetic fracture. Competitor cables were used to repair the fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to a periprosthetic fracture after a patient fall. Competitor cables were utilized to repair the fracture.